Manufacturer narrative:
The doctor removed the crown, cleaned the cement and re-cemented the crown with a new syringe of maxcem elite, without further incident. To date, the patient is doing fine. The product was not returned. The lot number 4704821 has been identified as an affected lot of an ongoing maxcem elite recall; therefore, no further evaluations are necessary.

Event description:
A doctor's office alleged that the cement was setting up too quickly while seating a crown. This is the second of two (2) reports.